Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence robotic drill got a communication failure error when burring femur. They ran a handpiece test before case and did not worked. Tried unplugging and rebooting and still did not work, they had to swap out the handpiece to complete the surgery, after a non-significant delay. No injuries were reported. They ran a kpc test after case and it worked.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the real intelligence robotic drill, part # rob10013, (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A communication error appeared during kpc and a case. The console led flashed. A cable swap resolved the issue. Multimeter testing of the thermistor wires showed an open circuit. Testing the individual thermistor wires showed evidence of a break in the brown thermistor wire. The most likely cause of this event is a broken brown thermistor wire. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.